Event description:
Bifuse syringe adapter broke off inside the female end of the tubing when removing syringe causing leak. Product returned to bmp set finder for evaluation on 7/2002. Response of 8/2002 indicates component separation is a mfg related defect. No recall or notification by MFR received although sales rep indicates co aware of similar incidents at two other hosps.